Event description:
In 2007 at 11:03am, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter is giving error 5 and "apply sample" messages. Per the owner's manual, error 5 indicates that the meter has detected a problem with the test strips. Possible causes are test strip damage or an incompletely filled confirmation window. The patient stated that the reported issue started eleven days earlier. After the reported issue began, the patient allegedly developed symptoms of "blurred vision." The patient did not require medical intervention and did not take any action in regards to diabetes treatment. The patient was not tested on any other meter at the time of concern. It would have been helpful to obtain the following information: frequency of testing, diabetes medication regimen, date and time of when symptoms started, duration of symptoms, recent changes in diabetes medication and testing frequency. During troubleshooting, the patient was able to resolve his issue through training. This complaint is being reported because the patient alleged he was unable to obtain a blood glucose result due to the reported issue and developed symptoms that can be suggestive of hyperglycemia. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.